Event description:
Boston scientific received information that during the implant procedure, the right atrial (ra) lead noted high threshold measurements. Attempts to reposition the lead were unsuccessful as the helix could not be screwed into another location. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The helix would not function as there was dried blood/body fluid in the helix housing and in the neck region, which was prohibiting helix movement. As a result, the clinical observation was confirmed.